Event description:
Per the clinic, the patient experienced a skin overgrowth at the abutment site. Subsequently, the patient was placed under general anesthesia on (B)(6) 2025, in order to replace with longer abutment. The patient also was administered IV antibiotics as part of standard protocol. Additional information has been requested but has not been made available as of the date of this report. The implanted device remains.